Manufacturer narrative:
(B)(4). For 3 of the 3 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. For 1 of the reported events, the flow control valve and the central processing unit board were replaced to resolve the reported issue, for 1 event the bag to vent microswitch was replaced to resolve the reported issue, for 1 event the bag to vent switch and wiring harness was replaced to resolve the reported issue.

Event description:
This report summarizes 3 malfunction events. A review of the events indicated that model 1009-9012-000 anesthesia gas machine experienced a mechanical problem. 1 event was reported as a malfunction causing intermittent loss of mechanical ventilation, 1 event was reported as a failure of the bag to vent switch preventing the selection of the desired ventilation mode, and 1 event reported for the unit intermittently not initiating mechanical ventilation when selected. These reports were received from various sources. Of the 3 events, 3 did not involve patients.